Event description:
It was reported that this previously capped implantable lead had exhibited infection. No additional adverse patient effects were reported. Currently, the implantable lead remained surgically abandoned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).